Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No product was returned. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported.expiration date - unknown,implant date - unknown,manufacture date - unknown.this is 2 of 2 MDR reports for the same event (see: 3002806535-2012-00139/140).

Event description:
It was reported that patient underwant primary hip procedure on an unknown date. Revision surgery was performed on (B)(6), 2012 due to unknown reasons. No further information has been received.